Manufacturer narrative:
Further investigation was not able to determine a specific root cause.

Manufacturer narrative:
Typical causes for this type of event include insufficient electromagnetic interference (emi) compliance, issues with sample quality, insufficient maintenance, or contamination of the environment with the analyte. Calibration signals were within the expected ranges, and there was no indication of a sample handling issue. Review of the alarm trace did not show any alarms that could explain the discrepant, low result.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received an erroneous hiv combi pt elecsys (hiv) result on the cobas 6000 e 601 module. The initial hiv result was (B)(6) that was (B)(6) and was reported outside of the laboratory. A new sample was collected and on (B)(6) 2017 the hiv result was (B)(6). The physician followed up with the patient on (B)(6) 2017. Two other methods were used that reacted (B)(6). The other methods used were not provided. The initial sample was rerun on (B)(6) 2017 and the hiv result was (B)(6). There was no allegation of an adverse event. The hiv reagent lot number was 25808601 with an expiration date of 31-aug-2018. All quality control levels were in range.